Event description:
It was reported that the patient had improved mood and anxiety after her vns settings had been reduced. However, the anxiety returned after she stopped exercising, indicating that the improved mood and anxiety may have been related to the lifestyle change. Diagnostics were reportedly within normal limits, and the device was nearing end of service. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as reported event(s) are not related to the device.

Event description:
The physician clarified that the worsened mood and anxiety were unrelated to vns. No further reports will be submitted regarding this event as it was determined to be unrelated to vns.